Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a recurring button error alarm. Customer¿s blood glucose was unknown at the time of incident. No troubleshooting was performed. Insulin pump was being replaced and was expected to return for analysis.

Manufacturer narrative:
Pump was received with all buttons unresponsive due to corroded keypad traces. No button error alarm noted. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.